Manufacturer narrative:
This supplemental is submitted to retract the initial MFR report #1000317571-2016-00069, submitted to the FDA on september 2, 2016. Based on further review of the reported complaint by quality, the previously reported complaint issue is considered a non-reportable event. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Note: this complaint issue occurred on (2) separate cases. A separate 3500a form has been completed for the known number of affected products associated with this complaint. Not returned to manufacturer.

Event description:
It was reported that when the customer opened the package of aquacel ag dressing, there was red tape sealed into the dressing. The product was not used on a patient.